Event description:
It was reported that several devices recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was requested; therefore, this device has not been cleared for implant. No patient involvement.